Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarms (alarm 01) occurred. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose was 132 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.